Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812/01422404) of left intra cranial vertebral artery, and during the procedure a coil (details unknown) protruded into the parent vessel. Coils used during the procedures were deltapaq x3 (micrus), orbit complex fill tdl x2 (637mf0410/lot# unknown), orbit mini complex fill x5 (637mf0306/lot# unknown), orbit mini complex fill x2 (637mf0202/lot# unknown), orbit complex fill tdl x3 (638mf0407/lot# unknown), orbit 3x4 x2 (catalog and lot# unknown). To avoid any thrombotic complications, decision was made to embolize and occlude the parent vessel by occluding the enterprise vrd lumen with embolic coils. The event outcome was indicated as "recovered without sequel." According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable. A jailed technique was used for this procedure, and the enterprise was in place when the coil/coils unraveled/ protruded. Constant fluoroscopy was performed at all times, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position. No further information was provided.

Manufacturer narrative:
The patient had a medical history of colonoscopy polypectomy and lung cancer. The unruptured fusiform aneurysm neck was 9.2mm, and the neck to sac ratio was 9.2mm:9.2mm. The parent vessel size diameter proximal was 3.6mm and distally was 2.9mm. Mrs on (B)(6) 2010 was 0, on (B)(6) 2010 was 0, and on (B)(6) 2011 was 0. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2010 - (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2010 - (B)(6) 2011, argatroban hydrate 60mg/day: (B)(6) 2010 - (B)(6) 2010. Heparin 5000u was administered intra-procedurally. The act was 117 seconds pre anticoagulation and 258 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. Prior to implanting the vrd, launcher/medtronic, 606-s255x (lot unknown), chikai/asahi intec were utilized. Other devices utilized during the procedure were, excelsior sl10/stryker(total2), deltapaq/micrus(total3), orbit (complex 4x10, lot# and other details unknown)(total 2), orbit(complex, 3x6, lot# and other details unknown)(total 5), orbit(complex, 2x2, lot# and other details unknown)(total 2),orbit (complex, 4x7, lot# and other details unknown) (total 3), orbit (complex, 3x4, lot# and other details unknown) (total 2). No further information is available and procedural images are not available. This is 3 of multiple products used during the same procedure on the same patient, which is associated with MFR report 8196-2011-00551, 1058196-2011-00552, 1058196-2011-00562, 1058196-2011-00563, 1058196-2011-00564, and 1058196-2011-00565. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information was received via the (B)(4) study that during an enterprise vrd assisted coil embolization of the left vertebral artery aneurysm there was coil protrusion into the parent vessel. To avoid any thrombotic complications, the decision was made to embolize and occlude the parent vessel by occluding the vrd lumen with embolic coils. No attempt was made to reposition or treat the protruding coil via any other method prior to occluding the lumen. It is not known which coil or how many coils protruded and it is not known when the coil protruded in relationship to the detachment. It was reported that it is unknown which coils had been deployed in the aneurysm when the protrusion was noted. The implanted coils included deltapaq/micrus x3, 4x1 orbit complex x2, 3x6 orbit complex x5, 2x2 orbit complex x2, 4x7 orbit complex x3, and 3x4 orbit complex x2. The specific catalog/lot numbers are not available. The event outcome was indicated as "recovered without sequel." According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable. The unruptured fusiform aneurysm neck was 9.2mm, and the neck to sac ratio was 9.2mm:9.2mm. The parent vessel size diameter proximal was 3.6mm and distally was 2.9mm. A jailed catheter technique for delivery of the coils was used for this procedure, and the enterprise was in place when the coil/coils protruded. Constant fluoroscopy was performed at all times, and the enterprise stent was fully expanded, apposed to the vessel wall and in a stable position. Heparin 5000u was administered intra-procedurally. The act was 117 seconds pre anticoagulation and 258 seconds post anticoagulation. Argatroban hydrate 60mg/day was administered for one day beginning index procedure day. Antiplatelet therapy included aspirin 100mg/day and clopidogrel sulfate 75mg/day beginning 5 days pre-procedure for approximately eight months post procedure. The occlusion rate of aneurysm was 100% after the procedure. The modified rankin scale (mrs) score was 0 pre-procedure, one day post procedure, and six weeks post procedure. No further information is available and procedural images are not available. The lot numbers of the coils used in the procedure are not known; therefore, the device history record reviews for the possible associated devices cannot be performed. Coil migration/prolapsed into normal vessels adjacent to the lesion is a known potential adverse event associated with the use of the orbit coil and enterprise vrd as outlined in the corresponding instructions for use. Based on the limited available procedural information pertaining to the reported coil protrusion into the parent vessel and without procedural images, no conclusion can be made regarding possible contributing procedural factors or relationship to the devices, or to which devices. With review of the provided information, there is no indication of any device malfunctions or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is 3 of multiple products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2011-00551, 1058196-2011-00552, 1058196-2011-00562, 1058196-2011-00563, 1058196-2011-00564, and 1058196-2011-00565.